Event description:
A customer reported that they had either a susceptible or intermediate result with erythromycin on the vitek 2 ast-p506 cards for multiple strains of streptococcus pneumoniae. The discrepancy was discovered after testing a strain by disk diffusion by mistake. A discrepancy was noted after the strain was retested with the vitek 2 test card. These tests were in agreement. An additional 50 strains isolated by the laboratory between october 2004 and april 2005 were tested with both methods. Eighteen of these strains were selected for additional reference testing and ten of these strains continued to demonstrate discrepant results.